Manufacturer narrative:
The tech found that the screw for the right head brake caster backed out and as a result caused the caster to fall out of the base frame. He stated it appears that the screw was too short to hold the caster in place in the frame. A replacement right head brake caster, screw and washer were sent to the account to repair the bed.

Event description:
Info received indicates when the bed was being lowered, the bed frame was blocked onto a stool causing the caster to disengage from the frame and fall out. No injury.